Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: division of urology, univ of montreal hospital center block e: initial reporter email: kelvenchen86@gmail.com block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Literature source: chen kw., koo kc., zhong t., zhong, t., ren, r., wong, vkf., almousa, saud, ml., guennon, a., chew, bh., bhojan, n. Real time monitoring of intrarenal pressures while using the flexible and navigable suction ureteral access sheath. Clinical study. World journal of urology (2025) 43:76. Https://doi.org/10.1007/s00345-025-05444-4.

Event description:
It was reported to boston scientific corporation (bsc) through a published article in the world journal of urology titled, real-time monitoring of intrarenal pressures while using the flexible and navigable suction ureteral access sheath. The study was a retrospective observational analysis conducted at two canadian centers between february 2024 and june 2024 to evaluate in-vivo intrarenal pressure (irp) during flexible ureteroscopy (f-urs) using the clearpetra flexible and navigable suction ureteral access sheath (fans) and the lithovue? Elite ureteroscope with pressure-sensing capability. Twenty-five patients underwent ureteroscopic laser lithotripsy for renal stones. The lithovue elite ureteroscope was used in all procedures to provide real-time intrarenal pressure monitoring. Intrarenal pressure measurements were automatically recorded throughout the procedures. Median intrarenal pressure for all cases was reported as 22.0 mmhg, with pressures remaining below 40 mmhg for 76.2% of total operative time and below 60 mmhg for 94.1% of operative time. Lower intrarenal pressures were associated with use of the larger fans sheath size (12/14 fr) and pre-stented patients. One patient was readmitted on postoperative day 6 with sepsis and hydronephrosis secondary to a blocked ureteral stent and residual stone fragments. The patient underwent ureteral stent exchange and intravenous antibiotic treatment and subsequently made a full recovery. It was reported that the patient's median intraoperative intrarenal pressure was below 30 mmhg and concluded that the postoperative infection was not directly related to elevated intrarenal pressure during the procedure. The study concluded that use of the fans system in conjunction with the lithovue elite pressure-sensing ureteroscope maintained low intrarenal pressures during flexible ureteroscopy, even with higher irrigation pressures, and may provide benefits in reducing pressure-related complications. No device malfunctions, performance failures, misuse, or deficiencies associated with the lithovue elite ureteroscope were reported in the study.